Event description:
ICU patient intubated with 7.5 shiley ett, cuff checked prior to use and no issues. After intubation, cuff unable to remain inflated to seal airway. Second 7.5 shiley ett used, cuff checked prior to use and no issues. Again after intubation cuff unable to remain inflated to seal airway. After intubation, discovered that both tubes are same lot number. FDA safety report ID # (B)(4).